Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under the lifevest. The patient's physician advised the patient to temporarily remove the lifevest as needed to allow the irritation to heal. The patient also adjusted the straps of the garment. Follow-up indicated that the irritation had improved.